Event description:
Additional information received and reported that there was no patient contact and impact with the iol.

Manufacturer narrative:
Corrected information was added in b.5. Based on information received following submission of the initial report, this event lens not advancing with no patient contact does not meet criteria for reporting as a reportable malfunction. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of lens not advancing. Additional information was requested.